Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The hydropearl was implanted; therefore, a device analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that chemoembolization treatment was performed on a vessel in the liver. Prior to delivery of the lifepearl device, angiograms with contrast media were taken without any problems. After reaching the target vessel, the lifepearl loaded with 50 mg doxorubicin was mixed with 8 ml nacl and 8 ml contrast media. Immediately after beginning the slow injection, the patient felt warm and had a "warm head." A cool compress was put on the patient's head and a small amount of the lifepearl was injected. The patient began to move and "get nervous." Hydropearl was then injected to ensure the embolization was completed. At this time, the patient's blood pressure and respiration rate dropped rapidly and he became unconscious. Solu decortin and IV adrenalin were administered to stabilize the patient. After preparation for intubation and cardiac resuscitation, the patient slowly began to recover. No resuscitation was required. There was no reported issue with the preparation or delivery of the hydropearl.